Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system monitor screen was black when looking at images. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.